Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7041748, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing discomfort with the ipg's current location. The patient underwent a revision wherein the ipg and lead were explanted. The patient was doing well postoperatively.